Manufacturer narrative:
Carrier shows proof of delivery of samples to baxter. Multiple attempts were made at locating the samples but were not successful. The samples apparently were misplaced. Thus there has been no sample evaluation performed. Should the samples be found the cpmplaint will be reopened for sample evaluation.

Event description:
A home pt (hp) reported multiple incidents of dry minicaps. According to the hp the sponges were only slightly colored in appearance indicating the possibility of not enough povidone-iodine solution, or the sponges were white in appearance indicating no evidence of povidone-iodine solution. Per hp there was no pt injury associated with these incidents.